Event description:
Pt had chemo pump placed and the pump was programmed to run for 46 hours. Pt came to have pump disconnected. Pt states that pump went off this morning at 0600 and kept beeping the patient shut it off, bag empty. Patient dose was 2400mg/m2. Patient bsa 1.86. Dose calculated to be 4464mg of 5fu = 89.28cc. Medication was then diluted in 100cc ns for a total volume of 189.28cc . Divided by 46 hours the rate was calculated to go at 4.11cc/hour. Pump was started at 1330pm and should have been completed at 1130am 2 days later. When patient came in he stated the pump alarmed empty at 6:00am. This is 5 hours early.